Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went black and then rebooted itself on march 5th around 5:46pm est. The cns came back up by itself. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went black and then rebooted itself on march 5th around 5:46pm est. The cns came back up by itself. No patient harm was reported.